Manufacturer narrative:
Product analysis: it was determined at analysis that the battery board assembly and the batteries of the external pulse generator (epg) were contaminated. It was noted that the encoder was difficult to turn and the main clear cover was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.